Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown femoral component; cat# unk; lot# unk; unknown insert; cat# unk; lot# unk; unknown tibial baseplate; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Sales rep reported, patient's right knee was revised due to osteolysis.